Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. However, based upon the information from sorc there was the possibility that the reported phenomenon was attributed to the failure of the ccd or the electrical circuit board of the video connector or the malfunction of the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that at the time of inspection before use, it was found the noisy image was appeared on a monitor when the subject device was angulated, and then the image was disappeared. There was no report of patient injury associated with this event. Olympus service operation repair center (sorc) checked the subject device and found that the reported event was duplicated.